Event description:
It was reported that the patient¿s vns generator was removed years ago due to the device becoming loose and migrating out of the pocket. No additional or relevant information has been received to date.